Event description:
Investigation into the log files from this office visit indicates that there were a couple communication interruptions during initial interrogation. Once in-session, the ipg was observed to be in manual guided mode. Following the interrogation, it appeared that there was an attempt to lower the programmed therapy by 1 level. Review of the log files showed that this command resulted in the calling of the firmware function that is typically called during transition to day/night mode, or when altering day/night parameters such that the ipg must initiate a 15 minute temporary test at the alternate mode settings. Review of the software and firmware code reveals that this is the only time the command should occur in normal operating conditions. Fortunately, additional interrogation performed in the same office visit (elapsed time about 3 minutes) issues the run command, such that the patient left with the device run state operational. Further investigation into this issue has remained unsuccessful. It is unknown why the software function was called during an operation where it shouldn¿t have been. It is possible that the communication interruptions during the initial interrogations resulted in ¿scrambled¿ received packets, such that the programmer believed the ipg was in day/night mode as opposed to the manual guided mode it was actually in. Exact root cause for this issue remains undetermined. For further monitoring of this issue as future software versions are developed has been created.

Event description:
Additional investigation concluded that the root cause of the generator disablement was due to a software issue that was identified following a specific sequence of events. For this event to occur, a model 1000 device must be interrogated with an affected model 3000 device, then day-night mode is enabled on that model 1000 generator and the session is ended with out powering off the tablet. Next a second model 1000 device is interrogated using the same model 3000 programmer and has guided mode enabled. Step-up or step-down program operation is attempted which places the generator in stop state. The user will be presented with a programming error and programming will fail and force the user to re-interrogate. If re-interrogation is unsuccessful, the generator will be left in stop-stim (disablement) run state.

Event description:
A patient recently implanted 3 months prior was found to have an average number of 0.5 normal stimulations per day. It was also noted that the patient had experienced an increase in seizures due to the normal mode stimulation not working correctly. The physician and the patient's family noted that there had not been any electromagnetic interference (emi) that could have turned the generator off. It was mentioned that the autostim detected per day was 0 and once autostim was disabled, the patient began to feel normal mode stimulation and was coughing. A data review was completed by the manufacturer. No reboots were noted throughout the available device history. It was observed that the stimulation counts for normal mode, auto stimulation mode, and magnet mode were halted and did not increment from the last interrogation on (B)(6) 2019 to the first interrogation on (B)(6) 2019. The data shows no magnet activations, and no stimulation overrides from the magnet. Following the first interrogation on (B)(6) 2019, the stimulation had resumed, and the activation counts for all modes of stimulation began to increment. It was observed that upon the first interrogation since device implant, which occurred on (B)(6) 2019, the run state of the generator¿s stimulation was discovered to be in a stopped state. This was only observed on (B)(6) 2019 upon initial interrogation, all other interrogations prior and after this observation show that stimulation is enabled. The observed stimulation stop state appears to correlate with the stimulation counts not incrementing. Apart from the stopped stimulation state, which occurred between the final interrogation on date of implant ((B)(6) 2019) until the first interrogation following the device implant (which occurred on (B)(6) 2019), no other anomalies were identified. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No other relevant information has been received to date.